Event description:
Medtronic received a report that a solitaire patient underwent treatment to remove the intracerebral hematoma. The patient had not recovered/resolved. Head computer tomography (CT) without contrast resulted in tight temporal lobe hemorrhage on (B)(6) 2024. Patient nihss score: 11. Event was assessed as safe and possibly related to the study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that thrombus rupture was inevitable during the thrombectomy. The clot ruptures into the new vascular area causing a new embolism during the surgery. The event is assessed as causally related to study procedure and possible related to study device utilized.

Event description:
Additional information received reported that the on 23-sep-2024 the cec adjudicated this event as causal to the study procedure. Additional information received reported that the adverse event (ae) was listed as probably related to the disease/condition. The event weas not a new or recurrent stroke. The ae was not a result from a device deficiency. Postoperative cerebral infarction progression led to the patient¿s death. Patient details: mrs score 0. Sae reporting of death/not related to study procedure of study device utilized. Ancillary devices: disposition: catheter zhongtian 21 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Device eval method code updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported pre-procedure mtici score: 0, final post-procedure mtici score 2c ; post-procedure 24h nihss 22 and outcome of the event is fatal. The outcome date is (B)(6) 2024. The event was treated with a surgical procedure; other action was taken: removal of intracerebral hematoma; prolongation of existing hospitalization, nourishing nerves, preventing seizures, protecting liver, protecting kidney, diuresis, correcting coagulation function. Causality assessment of temporal lobe hemorrhage provided as: not related to procedure, device, and disease under study; possible related to underlying condition or disease; may be related to thrombectomy. Site assessed as possibly related to procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received rpoerted the patient passed away on 2024-may-16. The event intraventricular hemorrhage (ivh) was possible related to procedure, not related to the devices, possible related to disease under study and underlying condition or disease.-, rationale for the relationship to system or procedure was noted by site as ¿ maybe related to thrombectomy¿. Intracranial hemorrhage and cerebral hernia formation, surgical procedure ¿ intracerebral hematoma removal, intracranial decompression, dural dilatation repair suture, decompressive craniectom,y prolongation of existing hospitalization - nourishing nerves, preventing seizures, protecting liver, protecting kidney, diuresis, correcting coagulation function.